Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -3.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Within the same surgery, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause reported as unknown. Reportedly, "the postoperative condition is good."

Manufacturer narrative:
(B)(4).